Event description:
It was reported that the patient underwent a c5-c6 anterior interbody fusion procedure using rhbmp-2/acs on (B)(6) 2008. Post-operatively the patient experienced increasingly severe pain in his cervical spine. Two doctors reportedly analyzed imaging studies and opined that the patient's severe neck pain was the result of the rhbmp-2/acs that was implanted. The patient continues to experience ongoing mental, physical and emotional injuries that include back pain, nerve damage, heterotopic one growth, dyspnea, dysphagia, and the need for additional surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 1999: the patient underwent x-rays of the cervical spine due to pain and stiffness of the neck with extension into the left arm. Impression: normal study. On (B)(6) 1999: the patient underwent MRI of the cervical spine due to neck pain and numbness and numbness in both arms. Impression: normal cervical spine MRI. On (B)(6) 2001: the patient presented with acl rupture of the right knee and underwent arthroscopic anterior cruciate ligament; autologous ham string tendon graft. No patient complications were noted. On (B)(6) 2001: the patient underwent x-rays of the cervical spine series. Impression: normal appearance of the cervical spine. On (B)(6) 2001: the patient underwent MRI of the cervical spine. Impression: mild disc bulge at c3-4 causing mild stenosis without cord impingement. On (B)(6) 2002: the patient underwent c3-4 epidural steroid injection due to c3-4 disc bulge with mild spinal stenosis. No patient complications were noted. On (B)(6) 2002: the patient underwent c3-4 epidural steroid injection due to c3-4 disc bulge with mild spinal stenosis. No patient complications were noted. On (B)(6) 2002: the patient underwent a c3-4 epidural steroid injection due to c3-4 disc bulge with spinal stenosis. No patient complications were noted. On (B)(6) 2002: the patient underwent CT of the cervical spine due to neck pain. Impression: normal CT study of the cervical spine. On (B)(6) 2005: the patient underwent MRI of the lumbar spine. Impression: moderate spinal stenosis at l4-5 from a combination of disc bulge and osteoarthritic hypertrophy of the facet joints, as well as bony hypertrophy and bilateral spondylolysis of l4. Both neural foramina are severely narrowed; prominent narrowing of the neural foramina at s1 secondary to annular disc bulge and mild osteoarthritis. On (B)(6) 2005: the patient presented to the ER after injuring his leg on a trampoline. X-rays of the tibia-fibula show no fractures, bony abnormalities, though there is some soft tissue swelling. Impression: contusion, right leg. On (B)(6) 2005: the patient underwent x-ray of the tibia and fibula. Impression: there are no significant abnormalities seen in the right tibia and fibula. The patient underwent a three phase bone scan due to cellulitis. Impression: there is mildly increased nuclide accumulation in the right tibia from below the knee to the junction of the mid to distal third of the right tibia. There is no focal increased activity identifiable. The remainder of the lower extremities, bilaterally, appear to be normal. On (B)(6) 2005: the patient underwent ultrasound of the veins of the right leg b/c or pain and swelling following trampoline mishap. Impression: normal right leg venous doppler study consistent with the absence of deep vein thrombosis. On (B)(6) 2006: the patient underwent MRI of the cervical spine due to cervical spine pain. Impression: mild annular bulges without evidence of central or exit canal stenosis. On (B)(6) 2006: the patient underwent ultrasound abdomen due to right upper quadrant abdominal pain. Impression: normal abdominal ultrasound. On (B)(6) 2006: the patient underwent CT scan of the abdomen with and without contrast due to right upper quadrant abdominal pain, abnormal liver function tests. Impression: normal. On (B)(6) 2006: the patient underwent an endoscopic ultrasound b/c of abdominal pain, right upper quadrant. Impression: unremarkable, no abnormalities. On (B)(6) 2007: the patient presented with blood in stool. Impression: gi bleed. The patient underwent x-rays of the abdomen and chest. Impression: negative chest, normal two view supine and upright abdominal series. On (B)(6) 2007: the patient underwent CT of the brain without contrast due to migraine headaches and nausea. Impression: normal noncontrast head CT. On (B)(6) 2008: the patient underwent x-rays of the cervical and lumbar spine due to low back pain radiating to the left hip. Impression: normal cervical spine series. There is a spondylolysis which is at least unilateral, possibly bilaterally involving l4; there is a grade I spondylolisthesis of l4 and there is disc narrowing at l4-5; there is severe disk narrowing at l5-s1 which appears to be accompanied by minimal retrolisthesis of l5 in relation to s1. On (B)(6) 2008: the patient underwent MRI of the lumbar spine due to low back pain with radiation to the left leg. Impression: suggestive of an annular bulge with focal herniation at the l4-5 level, this does efface the thecal sac and narrows both exit canals; annular disk bulge with focal herniation which occurs posteriorly to the left at the l5-s1 level. This does involve the exit nerve root on the left, both exit canals are narrowed, the left is significantly more advanced. On (B)(6) 2008: the patient underwent CT of the cervical and lumbar spine. Impression: there is a small amount of air seen in the thecal sac region at the l3-4 level posteriorly. The l5-s1 level demonstrates a prominent disk herniation and shift posteriorly. The anterior thecal sac was effaced significantly and the canal was narrowed to a moderate to severe degree. Degenerative changes at the facet joints are moderate to severe as well. Physiologic bowing was seen with no significant canal stenosis, but the disk appeared to be encroaching the exiting nerve root foramina bilaterally to a moderate degree. The l4-l5 intervertebral disk space level demonstrates erosions at the articulating edges with vacuum disk phenomenon at this site. Physiologic bowing was seen at the posterior aspect of the disk. No significant canal stenosis or exiting nerve root foraminal encroachment was seen otherwise. The sagittal and coronal reconstruction images demonstrate the conus terminating at the l1 level with canal stenosis at l4-l5 and disk bulge there, and vacuum disk phenomenon at ls-sl. No sclerosis is seen. CT lumbar-myelogram: disk bulge and herniation posteriorly at the l4-l5 level with moderate canal stenosis at that level, and moderateto severe exiting nerve root foraminal encroachment. There is prominence of the aspect of the c5-6 disc with central mild herniation and effacement of the anterior thecal sac without significant encroachment of the exiting nerve root foramina or the spinal cord. On (B)(6) 2008: the patient underwent MRI of the brain with and without contrast. Impression: no acute process identified in the brain. The patient also underwent an MRI of the left upper extremity joint. Impression: supraspinatus tendinopathy but no full-thickness is seen; acromioclavicular degeneration. The patient also underwent MRI of the cervical spine. Impression: multi-level degeneration primarily manifested as varying grades of neuroforaminal compromise. On (B)(6) 2008: the patient presented with cervical disc disease c5-6. The patient underwent an anterior cervical discectomy and fusion c5-6 using local bone graft, with bak-c. No patient complications were noted. On (B)(6) 2008: the patient underwent CT of the head without contrast and CT of the cervical spine without contrast due to headaches and neck pain. Impression: no acute abnormalities are seen in the head or cervical spine; post-surgical changes of c6 disc replacement and degenerative changes. On (B)(6) 2008: the patient presented with spondylolisthesis stenosis l4/5. The patient underwent a decompressive laminectomy, 360 degree fusion, l4/5, bak with local bone grafts, brain lab, pedicle screws and insertion of pain catheters. No patient complications were noted. On (B)(6) 2008: the patient presented with migraine headaches accompanied by nausea and vomiting. Assessment: migraine headaches; hypertension. On (B)(6) 2008: the patient underwent CT of the lumbar spine without contrast. Impression: l4-5 fusion with 2 level pedicle screws and a disc cage in place; widening of the disc space of l4 relative to the normal level above; fracture of the left side of the l5 vertebra from temporary screw placement; chronic l5-s1 discogenic disease with vacuum phenomenon; air within the canal appearing to be within nerve rootlet and possibly within a disc herniation at this level. On (B)(6) 2008: the patient underwent a lumbar myelogram under fluoroscopic guidance. The patient then underwent a CT of the lumbar spine. Impression: post-surgical changes at the l4-5 level, unremarkable as described above. On (B)(6) 2008: the patient presented with segmental instability, degenerative joint disease l5-s1 with left facet pain. The patient un derwent a decompressive laminectomy and extension of 360 degree fusion l5-s1 with re-exploration of foramina l4-5 bilaterally. Insertion of pain pumps. 2 rods and 4 sets screws were removed. Intra-operative x-rays were performed for guidance. On (B)(6) 2009: the patient presented with stitch abscess posterior spine incision wound. The patient underwent an elliptical excision of area of stitch abscess, copious pulsatile lavage and sharp debridement. The patient's postoperative diagnoses included superficial infection. On (B)(6) 2009: the patient was discharged home. On (B)(6) 2009: the patient presented to the ER with back pain, difficulty sleeping, burning sensation and numbness in legs, (B)(6) 2009: the patient underwent CT of the cervical spine without contrast due to neck pain and a prior history of c5-6 fusion. Impression: no acute cervical spine fracture or malalignment. No high grade central canal or neural foraminal bony stenosis is suggested. The patient also underwent x-rays of the left shoulder due to left neck pain and left shoulder pain. Impression: mild degenerative changes in the left shoulder. On (B)(6) 2011: the patient underwent a CT of the abdomen because of persistent right upper quadrant and epigastric pain. Impression: p ost-surgical changes, no acute disease. On (B)(6) 2011: the patient underwent a hepatobiliary tract scan with cholectystokinin administration due to upper abdominal pain. Impression: negative hepatobiliary tract scan with a normal gallbladder ejection fration value of 84%. On (B)(6) 2012: the patient presented with a preoperative diagnosis of deviated septum/turbinate hypertrophy. The patient underwent a septoplasty, turbinate coblation. No patient complications were noted. On (B)(6) 2012: the patient underwent CT of the cervical spine without contrast due to a history of neck pain. Impression: postoperative cervical spinewith mild facet arthropathy; minimal left upper lobe atelectasis. The patient also underwent a CT of the head. Impression: normal head CT without contrast. On (B)(6) 2013: the patient underwent x-rays of the thoracic spine due to back pain. Impression: mild degenerative changes; there are no acute bony abnormalities. The patient also underwent x-rays of the lumbosacral spine. Impression: status post anterior and posterior fusion at l3-s1. The patient also underwent x-rays of the cervical spine. Impression: status post anterior interbody fusion at c5-6; electro-stimulating lead is in place.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.